Event description:
It was reported the patient was experiencing ineffective stimulation from her scs system. An sjm representative met with the patient but could not provide effective stimulation through system reprogramming. Surgical intervention took place on (B)(6) 2015 at which time it was determined there was fluid intrusion in the ipg. The patient's scs ipg was explanted and replaced. The patient is reportedly receiving effective stimulation postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.